Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant medical products: guide wire: viper; other: surecross 0.014 support catheter. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a perforation in a chronic total occlusion in the mid left posterior tibial (pt) artery that occurred during atherectomy. An attempt was made to tamponade the bleeding via prolonged inflations using a 3.0x220 non-abbott balloon; bleeding decreased, but did not stop. With a non-abbott 0.014 support catheter in place, a 3.5x26 rx graftmaster covered stent was advanced via right common femoral artery access over a non-abbott guide wire, to the perforation, and was deployed with a maximum pressure of 16 atmospheres, completely and successfully sealing the perforation. Flow was restored to the ankle. A final tibial angiogram showed a possible dissection or recoil at the ostium of the pt. Intra-arterial nitroglycerin was given with no response, further confirming the possible dissection or recoil, and ruling out the possibility that it was a vasospasm. Drug-coated balloon angioplasty successfully resolved the dissection or recoil. In the opinion of the physician, it is unlikely that the graftmaster caused or contributed to dissection and recoil; dissection and recoil are likely due to chronic peripheral artery disease and possibly related to the atherectomy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of intimal dissection as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. It was reported that the graftmaster was used in the mid left posterior tibial artery. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported deployment difficulty; however, the reported treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.